Event description:
The customer alledged no audio alarm. The mallinckrodt customer support engineer (cse) verified no audible alarm. No pt involvement. The cse inspected the device and found one of the audio alarm harness was disconnected. The cse reconnected the harness and the audio alarm functions properly. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.